Event description:
It was reported that a pump did not alarm when a pt's IV had infiltrated. The customer stated that there was no prolonged harm to the pt.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. The customer cannot identify the device involved in the event, and it was never removed from svc. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."